Manufacturer narrative:
The investigation revealed that upon inspection of the returned image intensifier (ii) lead screw and nut assembly, it was excessively worn. The image intensifier lead screw nut was not replaced at the specified interval and failed, allowing the image intensifier to slide down the arm along its support rails, resulting in the ii arm dropping to the floor. The periodic maintenance inspection, (pmi) detailing the image intensifier (ii) lead screw and nut assembly measurement and replacement was partially performed. In addition, the wear limits, including a note that if the backlash exceeds 0.86mm then the machine should not be used and the lead screw and nut replaced immediately. Varian posted a customer technical bulletin in 2001, describing the ximatron's pmi, which contains instructions on how to measure the backlash on the ii vertical drive lead screw. A doctor performed a physical examination on the operator's injury and it was reported that there was some bruising and crushing, but the operator was released to go home. Due to the safety implications of this matter, a product notification letter will be sent to affected customers. All corrective action will be reported under the guidelines of (B) (4). No follow-up reports are anticipated.

Event description:
It was reported that the image intensifier fell to the floor at the gantry angle of 330 degrees from the image intensifier vertical position of 45 cm. While rotating the gantry, the image intensifier fell and hit the operator as it fell to the floor.